Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('heavy bleeding/bleeding') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal cyst, urinary incontinence, frequency urinary, micturition urgency, difficulty voiding, vaginal discharge, chills, headache, vertigo, dysmenorrhea, premenstrual syndrome, tingling, seizures, joint pain, depression, tendency to bruise easily, allergic sinusitis, urine odour foul, suprapubic pain, pap smear abnormal, asthma, backache, migraine, menses irregular, dysmenorrhea, abdominal pain, difficulty sleeping, obesity, flank pain, cramp in lower abdomen, vaginal delivery, pre-eclampsia, cesarean section, vaginitis, parakeratosis and amenorrhea. Previously administered products included for contraceptive: mirena, mirena and mirena; for an unreported indication: nuvaring and implant. Past adverse reactions to the above products included abdominal pain with mirena; device dislocation with mirena; genital haemorrhage with mirena; pain in extremity with implant; and pregnancy with nuvaring. Concurrent conditions included nipple discharge, diarrhea, constipation, irritable bowel syndrome, crohn's disease and ovarian cancer. Concomitant products included omeprazole from 2015 to 2017 for gerd, topiramate from 2015 to 2017 for headache, letrozole from 2016 to 2017 for hormonal imbalance, sumatriptan from 2016 to 2017 for migraine, amitriptyline for migraine and pain, ondansetron hydrochloride from 2015 to 2017 for nausea, oxybutynin since 2017 for overactive bladder as well as intrauterine contraceptive device (iud nos) since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) since 2016. In (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain/pelvic pain/ sharp stabbing pain/severe pain"), adnexa uteri pain ("pain in fallopian tubes") and abdominal pain upper ("cramping stomach"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus, somnolence ("sleepy"), fatigue ("tired"), breast mass ("lump in breast") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin, lidocaine (lidocain), oral contraceptive nos, tizanidine hydrochloride and surgery (laparoscopy). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, endometriosis, pelvic pain, back pain, adnexa uteri pain, abdominal pain upper, pain in extremity, allergy to metals, somnolence, fatigue, breast mass and mental disorder outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, allergy to metals, back pain, breast mass, endometriosis, fatigue, genital haemorrhage, mental disorder, pain in extremity, pelvic inflammatory disease, pelvic pain and somnolence to be related to essure. The reporter commented: the patient who had an mirena iud placed 1 month ago. Her lmp was (B)(6) 2013 since the iud placement, the patient reports abdominal pain, heavy bleeding, and unable to find strings. The pain is mild in severity, localized to the supra-pubic region, and does not radiate. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: benign, showing parakeratosis. Pregnancy test - on (B)(6) 2013: result: negative. Diagnostic results: colonoscopy in (B)(6) 2015 due to problems in her stomach and the doctors were trying to figure out what was wrong laparoscopy in (B)(6) 2016 due to endometriosis. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: back pain and genital haemorrhage . Most recent follow-up information incorporated above includes: on 15-nov-2019: mr received: lot number were added. Reporter information were updated. Patient history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('heavy bleeding/bleeding') and endometriosis ('endometriosis') in a 27-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal cyst, urinary incontinence, frequency urinary, micturition urgency, difficulty voiding, vaginal discharge, chills, headache, vertigo, dysmenorrhea, premenstrual syndrome, tingling, seizures, joint pain, depression, tendency to bruise easily, allergic sinusitis, urine odour foul, suprapubic pain, pap smear abnormal, asthma, backache, migraine, menses irregular, dysmenorrhea, abdominal pain, difficulty sleeping, obesity, flank pain, cramp in lower abdomen, vaginal delivery, pre-eclampsia, cesarean section, vaginitis, parakeratosis and amenorrhea. Previously administered products included for contraceptive: mirena, mirena and mirena; for an unreported indication: nuvaring and implant. Past adverse reactions to the above products included abdominal pain with mirena; device dislocation with mirena; genital haemorrhage with mirena; pain in extremity with implant; and pregnancy with nuvaring. Concurrent conditions included nipple exudate bloody, diarrhea, constipation, irritable bowel syndrome, crohn's disease and ovarian cancer. Concomitant products included omeprazole from 2015 to 2017 for gerd, topiramate from 2015 to 2017 for headache, letrozole from 2016 to 2017 for hormonal imbalance, sumatriptan from 2016 to 2017 for migraine, amitriptyline for migraine and pain, ondansetron hydrochloride from 2015 to 2017 for nausea, oxybutynin since 2017 for overactive bladder as well as intrauterine contraceptive device (iud nos) since 14-jul-2017 and medroxyprogesterone acetate (depo-provera) since 2016. In december 2013, the patient experienced endometriosis (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain/pelvic pain/ sharp stabbing pain/severe pain"), adnexa uteri pain ("pain in fallopian tubes") and abdominal pain upper ("cramping stomach"). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced back pain ("back pain"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus, somnolence ("sleepy"), fatigue ("tired"), breast mass ("lump in breast") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with antibiotics, codeine phosphate;paracetamol (tylenol with codeine no.3), gabapentin, lidocaine (lidocain), oral contraceptive nos, tizanidine hydrochloride and surgery (laparoscopy). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, endometriosis, pelvic pain, back pain, adnexa uteri pain, abdominal pain upper, pain in extremity, allergy to metals, somnolence, fatigue, breast mass and mental disorder outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, allergy to metals, back pain, breast mass, endometriosis, fatigue, genital haemorrhage, mental disorder, pain in extremity, pelvic inflammatory disease, pelvic pain and somnolence to be related to essure. The reporter commented: the patient who had an mirena iud placed 1 month ago. Her lmp was (B)(6) 2013 since the iud placement, the patient reports abdominal pain, heavy bleeding, and unable to find strings. The pain is mild in severity, localized to the supra-pubic region, and does not radiate. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: benign, showing parakeratosis. Pregnancy test - on (B)(6) 2013: result: negative. Diagnostic results: colonoscopy in oct-2015 due to problems in her stomach and the doctors were trying to figure out what was wrong laparoscopy in feb-2016 due to endometriosis concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: back pain and genital haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of product technical problem. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("heavy bleeding/bleeding") and endometriosis ("endometriosis") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multiparous, parity 5 and miscarriage on (B)(6) 2013. Previously administered products included for an unreported indication: implant and nuvaring. Past adverse reactions to the above products included pain in extremity with implant; and pregnancy with nuvaring. Concomitant products included omeprazole in 2015 for gerd, topiramate in 2015 for headache, letrozole in 2016 for hormonal imbalance, sumatriptan in 2016 for migraine, amitriptyline for migraine and pain, ondansetron hydrochloride in 2015 for nausea, oxybutynin in 2017 for overactive bladder as well as intrauterine contraceptive device (iud nos) on (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) in 2016. In (B)(6) 2013, 3 days before insertion of essure, the patient experienced endometriosis (seriousness criterion medically significant), pelvic pain ("severe and persistent pelvic pain/pelvic pain/ sharp stabbing pain/severe pain"), adnexa uteri pain ("pain in fallopian tubes") and abdominal pain upper ("cramping stomach"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("back pain"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), allergy to metals ("hypersensitivity reaction to nickel") with pruritus, somnolence ("sleepy"), fatigue ("tired"), breast mass ("lump in breast") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with antibiotics, oral contraceptive nos, tizanidine hydrochloride, panadeine co (tylenol #3), gabapentin, lidocaine hydrochloride (lidocain) and surgery (laparoscopy). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, endometriosis, pelvic pain, back pain, adnexa uteri pain, abdominal pain upper, pain in extremity, allergy to metals, somnolence, fatigue, breast mass and mental disorder outcome was unknown. The reporter considered abdominal pain upper, adnexa uteri pain, allergy to metals, back pain, breast mass, endometriosis, fatigue, genital haemorrhage, mental disorder, pain in extremity, pelvic inflammatory disease, pelvic pain and somnolence to be related to essure. Diagnostic results: colonoscopy in (B)(6) 2015 due to problems in her stomach and the doctors were trying to figure out what was wrong laparoscopy in (B)(6) 2016 due to endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical history, treatment and concomitant drugs added. Event injury is replaced by events severe and persistent pelvic pain/pelvic pain, heavy bleeding/bleeding, sharp stabbing pain/severe pain, back pain, pain in fallopian tubes, cramping stomach, pelvic inflammatory disease, endometriosis, leg pain, hypersensitivity reaction to nickel, itchy bumps, sleepy, tired, lump in breast, caused or aggravated any psychiatric or psychological condition added from pfs. Case upgraded to incidente. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.